Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s left ventricular lead had elevated threshold from implant that was noted during analysis. Diaphragmatic stimulation was also noted. The lead was explanted and replaced without incident. The patient was stable post-procedure.